Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter titanium adapter. (B)(4). The patient was part of (B)(6). The sponsor of the study is a non-baxter party. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced septic shock and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the septic shock was not reported. The patient had been hospitalized sixteen days prior to passing away, but it was not reported if the patient was hospitalized at the time of death. Treatment for the septic shock was not provided. Treatment for the events leading to hospitalization was not reported. It was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) prior to or at the time of death. The cause of death was reported to be septic shock and it was not reported if an autopsy was performed.